Event description:
The sales rep reported that during an acl that the customer's anteromedial femoral aimer, 7.5mm, had a slight imperfection at the tip and as the beath pin was rotating through it, it was scoring the inside and creating fine metal debris/shavings. The surgeon completely removed all debris with the shaver. The surgeon completed the procedure with another like device with no patient consequences or delay.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/14/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be intact; however, the battery cap threads were damaged, and the cap did not secure properly to the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)